Event description:
Additional information received reported that the patient was seen "about a week ago" and she was slowly improving since surgery.

Event description:
Additional information received reported that the date the patient was seen after surgery was (B)(6) 2014. The doctor reprogrammed the patient and was positive on her initial improvement. The patient was to be seen again one month after the report.

Event description:
Additional information received reported that the patient would not be seen in clinic until the week after the report for follow up.

Event description:
It was reported that the patient had a loss of therapeutic effect following an implantable neurostimulator (ins) replacement. The patient had been doing very well with the therapy ¿until about two weeks post ins replacement.¿ two weeks post-operative the patient presented to the healthcare provider¿s (hcp) office with extreme dystonic contractions in her lower extremities; as a result the patient was reprogrammed. At higher amplitudes the patient was getting side effects, such as speech slurring, and when they turned the amplitude down the side effects went away, but she was still not getting any benefit. The friday prior to the report the reporter met with the patient and nurse to measure impedances. The reporter noted that all electrodes in combination with 0 were 3,800 to 4,000 ohms. On the day of replacement, the impedances were all within normal limits with the old ins. The reporter speculated that there may be an issue with the adaptor. The reporter was uncomfortable with how the junior resident, who performed the replacement, was placing the equipment in the pocket. The reporter stated that getting the adaptor, extension, and ins in the pocket was unwieldy. The patient had no trauma or falls or any other medical procedures. There were no tingling issues along the system. The following day it was reported that the combination of 0 and 3 measured 4,379 ohms. Other combinations with electrode 0 were under 4 ,000 ohms. It was noted that a ¿left side higher z¿ correlated with right side lower dystonic cramping. The nurse had tried all contacts on the left side with no positive patient response. The reporter and nurse intended to discuss a possible exploratory surgery to revise the system. About two weeks later it was reported that the patient was being seen by the neurosurgeon on the day of the report to evaluate for an adaptor revision. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that a revision was scheduled for (B)(6) 2014.

Event description:
Additional information received reported that the patient missed her last appointment and it was not yet known if she had rescheduled.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v010169, implanted: (B)(6) 2006, product type lead; product ID 3389s-40, lot# v006364, implanted: (B)(6) 2006, product type lead; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).